Manufacturer narrative:
H3: visual findings observed only a single restraint was received, normally they are sold in pairs. The product was received in two pieces. The neoprene fabric (foam pad material) has been torn off, and the origin of the failure is on the stitching where neoprene fabric and webbing are sewn together. A sample product from inventory with a lot number 3199t168 was pulled to replicate the torn neoprene fabric failure. The sample product was applied on the ankle and wrist as prescribed in the IFU, but the failure could not be replicated. However, when the hook and look fasteners were just aligned and ignoring the IFU step 2 on applying the cuff to slide one finger between the cuff and the wrist, the failure was replicated. Possible root cause for this deficiency is that the product was applied on a patient with a small wrist/ankle, the IFU step 2 on applying the cuffs was not followed creating too much slack between the cuff and the patient's wrist/ankle, and in the process of getting out of the cuff the patient was grabbing the neoprene fabric leading the cuff to be torn apart. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. Per the IFU: before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch, broken buckles or locks, and/or that hook-and-loop adheres securely as these may allow patient to remove cuff. Discard if device is damaged or if unable to lock. Additionally, the IFU warns: do not use this device with someone who has continued highly aggressive or combative behavior, self-destructive behavior, or deemed to be an immediate risk to others or to self. And additional or different body or limb restraints may be needed: if the patient pulls violently against the bed straps. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacture reference file: (B)(4).

Event description:
Customer is reporting a complaint on product # 2799 witha lot# 3034t048 product. The foam ripped away from the locked restraint strap. This allowed the patient to get out of the restraints, no injuries to patient or staff.